Manufacturer narrative:
Batch review performed on 18 june 2018: lot 174809: (B)(4) items manufactured and released on 06 october 2017. Expiration date: 2022-09-20 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 3 months after primary [pathogen unknown]. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully.